Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing bradycardia presented in clinic. It was suspected that the pulse generator exhibited an anomaly. The device was reprogrammed. The patient was discharged.